Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, the patient underwent posterior lumbar fusion at l2-s1. On an unknown date, post-op, patient experienced pain in the right lower limb and lower back. Hence, a revision surgery was conducted on (B)(6) 2019, during which the set screw at left of l5 was found loosened. The existing implant was removed and posterior lumbar interbody fusion was performed again at l5-s1-iliac. The patient's issue has now been reported as resolved.